Event description:
A pt reported experiencing inaccurate erratic results with an induo/ultra meter. The pt's blood glucose results were 88, 64, and 30 mg/dl. Tests were done within 10 minutes with a calculated difference of 56 mg/dl. Pt did not experience any adverse events. No further info has been reported.